Event description:
It was reported that one of the patients leads had high impedances. It was also reported that the patient had charging issues due to possible lead fracture. The patient underwent an ipg and lead replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20677325. Product family: scs-ipg-r. Upn: m365sc11320. Model: sc-1132. Serial: (B)(6). Batch: 20714139.

Event description:
It was reported that one of the patients leads had high impedances due to lead fracture. It was also noted that the patient had difficulty charging the ipg. The patient underwent an ipg and lead replacement procedure. Additional information was received that patient was doing well postoperatively and the explanted products were kept by the facility and therefore will not be returned.